Event description:
It was reported that the spinal cord stimulation (SCS) patient underwent an implantable pulse generator (IPG) explant for an unknown reason. No device-related issues or patient complications were reported. The patient was reported to be doing well postoperatively. The explanted device was discarded by the hospital per facility policy and was not returned for analysis.

Manufacturer narrative:
Block D.2b; Additional applicable Product Codes: QRB.